Event description:
Physician attempted to deploy a resolute integrity 2.75 x 22 mm rx drug eluting stent (lot # 0006744731) to treat a lesion in the rca. It is reported that the device failed to cross and that it became twisted and was unable to cross the ostial of rca. There were no reported patient injuries.

Manufacturer narrative:
Evaluation results: (root cause of event is undetermined). Inherent risk of procedure - (stent dislodgement). Evaluation conclusions: inherent risk of procedure - (failure to deliver). Root cause cannot be confirmed. Unable to confirm complaint - the device or procedural images have not been received for review. (B)(4).